Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting suggests patient trauma (fall) was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During a revision to address dislocation of the knee caused by a fall, poly wear of the tibial insert was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.